Event description:
Customer reports to have experienced keypad anomaly. Customer reports that she may have touched the bolus button and reservoir was empty. Customer also reports to have an open circle on insulin pump and she is not able to scroll or rewind. Call was disconnected. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.